Event description:
Maude event report (B)(4): "volun (B)(6)-2010: right knee revision due to pain. Valvus deformity. Ambulation difficulties. Psychologically traumatic event. Impacts quality of life. Left knee now needs revision."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time. If additional information becomes available, it will be submitted in a supplemental report.